Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the implantable recorder had two fast ventricular tachycardia episodes due to oversensing of noise. The recorder is still in use. No patient complications were reported as a result of this event.